Event description:
It was reported, the pt had not recharged the ipg. The ipg would not communicate with external devices. It was reported surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.